Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to clinic for routine interrogation, loss of capture and high impedance was observed on the lead. Lead revision was recommended. Physician elected to monitor the patient and patient will be monitored with routine follow up every three months. No further information available.

Event description:
New information received states that the rv lead was capped and replaced on 4/3/2018 for high impedances and pacing threshold. The patient was stable before, during and after the procedure.